Manufacturer narrative:
(B)(6).

Event description:
It was reported that the needle caused a burn. A radio frequency ablation procedure was being performed on a tumor for a patient with liver cancer. The leveen standard was being used for this procedure. When the needle was in position and the ablation was occurring the needle was hot and smoking which resulted in the patient becoming burned. The procedure was completed with this device. After the procedure, the patient was considered stable.